Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported freestyle libre 3+ continuous glucose monitor (cgm) sensor errors following a sensor change the prior afternoon. Overnight, the user experienced fluctuating blood glucose (bg), with a lowest blood glucose (bg) of 53 mg/dl and a highest of 318 mg/dl. The low bg was treated with 6 bags of fruit snacks, leading to overcorrection. The agent educated the user on the 15/15 method and advised against announcing meals when low to avoid unnecessary boluses. At the time of the call, the ilet showed a blood glucose (bg) of 97 mg/dl with arrows steady, and finger stick confirmed 111 mg/dl. Blood glucose (bg) was corrected with carbohydrate intake and ilet dosing. The reported symptoms experienced by the user during the event included feeling ¿off¿ during the overnight low. No outside assistance or medical intervention was required.